Manufacturer narrative:
Corrected data: h6-health effect impact code 4629 should be in the initial MDR. H10- device evaluation: "returned in cartridge" should be removed from previous MDR. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3: the lens was returned with clear surgical residue and moisture in a micro-centrifuge vial. Visual inspection found no visible damage and foreign residue on the lens returned in the cartridge. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -7.00/4.5/092 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. Glares/haloes were observed. On (B)(6) 2020 the lens was removed. Cause of the event is reported as unknown. Reportedly, "patient is happy after explant (removal)."